Manufacturer narrative:
Age at time of event: 18 years or above.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in an anastomosis shunt in the severely tortuous and mildly calcified vein in the left forearm. A 7.0mmx40mmx40cm sterling balloon catheter was advanced for pre-dilatation. However, during the first inflation at 8 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with another 7.0mmx40mmx40cm sterling balloon catheter. No patient complications were reported.